Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event with an infusion set after using it for one day as the infusion set fell off during use. The patient confirmed to be involved in physical activity/sweating, swimming, or bathing at the time the set fell off. Patient confirmed no use of dressing or tape over the infusion set. However, patient used IV prep as adhesive aid. The site of insertion cleaned and air-dried and free of hair. The patient's blood glucose level at the time of event was 190 mg/dl therefore, patient replaced infusion set and resumed insulin. No further information available.

Manufacturer narrative:
(B)(6).